Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cartridge compartment was damaged, and the battery cap had stripped threads. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: during investigation, the pump was returned without the battery cap. The test battery cap was used for all steps. The cartridge compartment was chipped and cracked. No damage was found to the cartridge cap. The cartridge cap was able to tighten to the test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.